Manufacturer narrative:
The following is a closing out report by the foreign reporter. Investigation: all slings were checked, and staff were informed that sling usage should be monitored, have spares and ensure they are replaced appropriately. Observations: investigator checked this procedure and found that with such worn slings then sling detachment would occur. Also found that the staff had not had an update on their product training since the hoist was installed. Conclusions: the black clips on the slings were so worn they did not clip onto the pins of the hanger bar. User error. Corrective action: replacement sling sent and refersher demo scheduled.

Event description:
Pt was being raised and pushed into sitting position when left side of yellow sling became detached from the hoist. Pt fell out and hit her head.